Event description:
It was reported that the in situ testing showed 3 electrode channels involved in a short circuit. As per add'l info rec'd on july 17, 2014, 5 electrode channels were required to be disabled. The patient's performance was described by the mother as good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.